Event description:
Reported issue: the original report stated staples were loose from the device during inspection at the same time. Involved 4 pcs. Biological material was found on the returned devices indicating that they were in use.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging was observed to be damaged at the corner of the tray next to the cover block and opposite the lidstock. A hole was present at this location. In addition, the right edge of the packaging of the returned unit was observed to be cracked. The sterile barrier of the returned sample is compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73c2200774 was manufactured on 03/22/2022 a total of (B)(4) pieces. Lot was released on 04/06/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the original report stated staples were loose from the device during inspection at the same time. Involved 4 pcs. Biological material was found on the returned devices indicating that they were in use.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2200774 investigation did not show issues related to the complaint.